Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Upon reception, the returned device could not be interrogated with the standard programmer; in addition, no pacing pulse were present. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific manufacturing process. No similar manufacturing process is used in currently manufactured symphony/ rhapsody pacemaker devices. In addition, this device was listed in the picld safety notice issued in october 2005 related to metal migration on the potentially exposed symphony/ rhapsody units.

Event description:
After 31 months of implantation, the device involved in this MDR report was explanted because, it could not be interrogated. In addition, no pacing pulses were observed.